Event description:
Reporter claims to have purchase safety masks from (B)(6) stores. Reporter claims his daughter opened a package and wore a mask. Reporter then discovered the mask had a large blood stain on the inside and outside of the mask. The reporter claims to have used medical soap to clean the exposed areas and is worried about blood borne diseases. The reporter claims her daughter is no longer willing to wear masks. Reporter claims to be unable to find any manufacturer information except it was made in (B)(4).